Manufacturer narrative:
Original MDR 2183787-2015-00127 had the wrong event description provided. All other information in the original MDR is correct.

Event description:
During a pacemaker checkup a defect of the epicardial pacemaker electrode was noted (bipolar neither sensing nor adequate threshold; unipolar limited functionality). Lead impedance was at < 100 ohms and with bipolar output there is exitblock. Surgery was indicated. Electrode will be left in situ because it is epicardial and will be replaced by a transvenous lead.

Event description:
Information was received that this epicardial lead had a high threshold of 4 v and on a previous device check was noted to be without any lv capture. Patient had some worsening of hf symptoms due to lack of biv pacing. The lead was capped and a new competitor lead was successfully placed.